Event description:
It was reported the patient still had his device from 2007 on the left side. It was reported the patient had another implant in 2011 on the right side, but it was removed because he didn¿t feel stimulation in the lower extremity. It was reported the patient had a revision and it ¿fused in his vertebrae, it was a different operation.¿

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), product type lead. (B)(4).